Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer continued using the pump for insulin therapy until the replacement pump arrived, as well as using manual injections or a backup insulin pump as needed. There was no adverse impact to the customer¿s blood glucose level.